Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had open book image alarm. The customer stated the insulin pump was dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black customer complained about having critical pump error (open book image) alarm/cosmetic damage. The crest software was utilized and successful, however the history download was unsuccessful since unit could not get into the join network screen. Device was download crest with difference trace downloader 2.1a-rf bin and the thus download was unsuccessful. Device was received with critical pump error (open book image) alarm after battery insertion. Unable to perform the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. Device was cut opened, inspected and tested. Swapped the pcb1 test board and tried to download crest/thus again, the problem is persisted. Moisture damage found on force sensor flex cable copper connector traces. The force sensor measurement was within specification range. No physical damage or moisture damage found on the electronic assembly, motor assembly. The motor was tested outside of the device on the stb3 and passed. In conclusion, insulin pump was received with critical pump error (open book image) alarm after battery insertion due to moisture damage on force sensor flex cable copper connector traces. Cracked case found on the back of the pump case.